Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x 2 implantable pacing leads: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that they fainted at the airport yesterday and today having more symptoms. Follow up indicated that the patient did see a physician and the device was reprogrammed to a higher rate setting. The device is still in use. No further patient complications have been reported as a result of this event.